Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while the duodenum was being transected, the jaw of the stapler was closed on the tissue after a reload was loaded. The jaws were opened and the stapler was removed. After depressing the green ready to fire button, the loop handle advanced forward. Once the doctor started to squeeze the stapler handle, it did not fire the reload/activate the ratchet to deploy the staples. There was no patient injury.